Event description:
Pt received a burn during an electrotherapy treatment. Pt was being treated in the lower back area when the event occurred. The pt suffered a 2nd degree burn in the area of treatment underneath the treatment electrodes. The burn was approximately < 1cm in diameter. The pt did not require medical attention as a result of the injury. The clinician had prescribed the interferential electrotherapy waveform (ifc). The output waveform was being delivered at an intensity of < 20 ma. The output was being applied using self adhesive electrodes. No pads were sent with the unit for evaluation, leads were good. No root cause can be determined if the customer complaint is not reproduced. After running the same treatment as described, no problem was detected. Root cause is user misuse.